Manufacturer narrative:
D10 concomitant product: e3781r-28asp, lap curved spatula el retract (lot # 2009132x); e3781r-28asp, lap curved spatula el retract (lot # 2009132x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that sparks occurred in the shaft part of all three during a robotic-assisted rectal resection, which was performed as a laparoscopic surgery with robot support. The event took place during vascular treatment with opti4. The electrodes were replaced, and the procedure continued with a fourth electrode, which functioned normally. The handle was not replaced and was discarded without being recognized as a defective product. No health damage occurred, and no additional interventions or procedures were required. Medtronic's initial evaluation of the incident found the devices had melting/burn damage near the aspiration holes.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found melting/burn damage near the aspiration holes. It was reported that arcing and sparking occurred. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Build-up of eschar can become flammable, especially in oxygen enriched environments. Eschar build-up is common near the aspiration holes of the device. More frequent cleaning of device can prevent the fire hazard risk. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue buildup (eschar) on the tip of an active electrode may create embers that pose a fire hazard, especially in oxygen-enriched e nvironments. Keep the electrode clean and free of all debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.